Event description:
Vague written report from baxter stating a leakage occurred out from the infuser at connection site between infuser and tubing. Device contained a total fill volume of 48 ml of solution consisting of 1086.55 mg of 5fu diluted in ns. Reporter states the reported condition was noticed in 3.5-4 hours of pt use. Although attempts have been made to obtain additional info regarding pt status, exposure of pt to drug or whether medical intervention was required, this info has not been provided.